Event description:
Patient reported nebulizer is broken. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.